Event description:
It was reported that the patient had the pump refill on 2014-(B)(6) at the pump manager office. The concentration did not change and the pump was refilled with 20 milliliters (ml) of fentanyl; 2000 micrograms (mcg/ml). A hospital nurse reported that the husband stated the daily dosage was increased from 120 mcg fentanyl per day to 144 mcg fentanyl per day. The patient started exhibiting signs of overdose at approximately 06:00 2014-(B)(6) with increasing lethargy, was infrequently responsive, had an altered mental status, and slow breaths. The patient was admitted to emergency room at 17:54 and the pump delivery mode was reprogrammed to minimum rate at 20:09 on 2014-(B)(6) by the house supervisor. At 22:00 on 2014-(B)(6) the patient was admitted to the critical care unit and was hypotensive and lethargic. The patient was under the care of a hospitalist as the pump manager did not have hospital privilege. The patient was placed on narcan drip with very little effect. The patient¿s liver enzymes escalated and the patient was in acute renal failure. Hemodialysis was started on 2014-(B)(6) at 18:00. The hospitalist conferred with the pump manager and the decision was made to turn off the pump. The house supervisor and staff nurse requested the company representative to assist in turning the pump off. The pump was stopped at 18:10 on 2014-(B)(6). The representative informed the hospital staff that the pump would alarm on 2014-(B)(6) starting at 18:09 every 30 minutes. At the time of the report the patient's status was reported as alive-with injury. Reportedly, there was no alleged product issue. No diagnostic testing or troubleshooting was performed. It was initially reported as unknown if the issue was resolved or the cause determined. The pump manager further reported that the pump was to be explanted the evening of 2014-(B)(6) and had told the surgeon and the staff he had assumed the pump malfunctioned. A request was made to the operating room manager that after the explant, the pump reservoir should be accessed through the port and the pump drained of all remaining drug with the amount aspirated to be recorded and the drug safely discarded. There was also the request that the pump was to be returned to for product analysis. The company representative was told that the pump would be drained and he would be informed of the volume as pirated. He was also told that the surgeon would be informed of the representative¿s request for product return and that it would be his decision what to do with the pump post implant. On 2014-(B)(6), there was an attempt to contact the operating room manager a voicemail was left requesting a return call. On 2014-(B)(6) the operating room manager returned the call and stated that once explanted, the surgery technician attempted to aspirate the pump several times, with 0.0 ml aspirated. The operating room manager stated that he trusted the technician¿s skills and knowledge about accessing the reservoir as this technician had told him that she had assisted in preparing this company¿s pumps at past surgical pump implants. He also stated he had informed the surgeon of the request for the product return. The surgery staff informed him that the surgeon requested the pump be "cleaned up and bagged and given to him." It was unknown what the surgeon did with the pump but assumed that he gave it to the patient's husband or other family member. It was further provided per the pump manager¿s office that per the operative report the pump was explanted on 2014-(B)(6). Because it had malfunctioned. It was unknown if the catheter was removed. The patient had not been back since this event had occurred. Additional event details and the operative report were requested but no further information was provided and denied. The explanting physician¿s office was contacted to which the nurse reported that the patient¿s pump ¿was running wide open and could not be controlled¿ and it was decided to remove the pump. The patient was still hospitalized and the symptoms had not been fully resolved as of 2014-(B)(6). It was not believed that the pump was causing the symptoms but they also did not really know. The pump was reported as likely disposed and no further information was provided. This device system delivered fentanyl. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).